Event description:
According to the reporter, in a laparoscopy assisted distal gastrectomy, during setup prior to firing for gastric resection, the reload was attached and the clamping was confirmed without any problems, but then the jaws would not completely close. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, lot# p4f1064 sigpshell, sig power sigpshell control shell, lot# unknown sigadaptstnd, sig power sigadaptstnd linear adapter, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.